Event description:
It was reported that the patient presented in clinic for Aveir leadless pacemaker (LP) implant procedure. During implant, initial fixation revealed suboptimal current of injury and low pacing impedance. Repositioning was attempted, upon which the physician experienced difficulty positioning the device. The LP was removed from the body and revealed stretching of the helix. The procedure was completed using an alternate LP on (b)(6) 2026. The patient was stable.